Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement. Test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion. Test, prime test, rewind test and excessive no delivery test. No drive/motor anomaly noted. Motor passed motor test. However, pump received with vibrator rattling during self test due to vibrator adhesive not adhering. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, scratched case, scratched reservoir tube window and minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that their insulin pump is making a fairly loud noise when it vibrates. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the lcd screen has a scratch and the medtronic label fell off the pump. Customer had leaned against a hard surface while the pump was on the belt clip. Troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.